Event description:
It was reported that there were volume discrepancies. At the most recent refill, the expected residual volume (erv) was 8.4ml and the actual residual volume (arv) was 0ml. The health care provider indicated that there were no issues at the last refill in early 2009, however, prior to that, the erv was 5.0 ml and the arv was 0ml. No abnormal events were recorded in the pump logs and programming was fine. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.